Manufacturer narrative:
The service rep ordered a battery pack because the batteries were not keeping fully charged.

Event description:
Customer reports intermittent low ma. The customer stated the error displayed occurred during procedure but did not impair treatment and no incident reported.